Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a previous medtronic surgical valve, there was difficulty visualizing the true annulus and surgical valve under fluoroscopy. The valve was placed and a transthoracic echocardiogram (tte) showed significant aortic insufficiency. The patient was intubated. Using tee for guidance, a second valve was placed deeper and the results were good. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the aortic insufficiency was paravalvular leak (pvl). If information is provided in the future, a supplemental report will be issued.